Event description:
It was reported that customer's insulin pump alarmed motor error during prime. The device was not exposed to a strong magnetic field. The alarm was cleared. Customer delivered a five unit insulin deliver via fill cannula, and there was no motor error. The insulin was not cloudy or expired. The tube could not be filled manually. The motor error occurred once in the last thirty days. Customer's blood glucose was not provided. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.